Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently "beeped" without the presence of any alerts/alarms. Customer's blood glucose level was 136 mg/dl. Review of the pump history and data logs by tandem technical support could not verify any alerts/alarms that would cause the pump to beep. Additionally, tandem technical support advised the customer to adjust all pump sound settings to vibrate; however, the beeping continued to occur. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.